Event description:
The customer reported that the touch screen is unresponsive. The customer reported there was no patient involvement.

Manufacturer narrative:
This was reported in error as the product is not sold in the us.